Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump history was missing data despite being in use. Customer's blood glucose level was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.